Event description:
It was reported that an e2 error occured when moved to the cut screen. It was checked that anspach drill was in cut femur and not in refine mode. Tried pressing on pedal slowly. Switched out to a new drill and repeated the steps, but the drill did not work. So navio was shut down and rebooted. This fixed the issue. There was a short surgical delay reported with no patient impact.

Manufacturer narrative:
The reported device, used for treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. There was no serial number, lot number, or part number noted in the initial investigation documents so we are unable to conduct a DHR review as a part of the investigation. A complaint history review identified similar events. It was reported that shutting down and rebooting the navio fixed the issue. This is indicative of a false anspach e2 error, when the e2 error (which typically indicates a jam) presents itself without a jam and can only be resolved with a system reboot. In these cases, the e2 error cannot be cleared by all other troubleshooting methods including checking the drill collar, removing the bur from contact with the bone and slowly depressing the foot pedal, changing drills, and verifying an unlocked bur by spinning the bur by hand.